Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; case report: hybrid surgery in a type b dissecting thoracoabdominal aneurysm along with a renal autotransplantation. Xiaolong du, aimin qian, hongfei sang, xiaobin yu, xiaoqiang li, china int j clin exp med 2018;11(5):5294-5297 www.ijcem.com /issn:1940-5901/ijcem0063049. Brand name estimated only. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown stent graft system was implanted in a patient for the endovascular treatment of a type b dissection on an unknown date. It was reported that at the 2 months follow up CT scan the false lumen had extended distally. Intervention was performed at an unknown date and an unknown medtronic device and non-medtronic devices were implanted into the patient. A further follow up was performed two months post the intervention and an angiogram revealed new tears in the cia (common iliac artery) and iliac artery aneurysms. The patient received further implantation of non-medtronic devices. No additional clinical sequelae were reported and the patient is being monitored.